Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that during normal eol ipg replacement on (B)(6) 2026, the leads were found to have high impedances. As a result, leads were replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.